Event description:
A customer contacted beckman coulter inc. (Bci) regarding numerous glucose (glu) patient results and three lipid panel patient results were erroneously reported out of the laboratory that were generated by the unicel dxc 800 pro synchron chemistry analyzer. The customer indicated to the bci hotline that one glu cartridge patient result was originally 5 mg/dl, which triggered the critical rerun feature. Rerun was 55 mg/dl and was reported. Sample was then rerun a short time later and results of 91 and 94 mg/dl were seen. Customer sent amended report to the physician. This was an outpatient sample. Only the amended reports were seen by the physician. Patient treatment was not affected in this event.

Manufacturer narrative:
All samples were run during the same 8 hour shift. Customer noticed low qc results for glucose within the same time frame as the erroneous patient results were reported. A field service called the customer and followed up. Through normal troubleshooting, customer found the chemistry cartridge (cc) sample probe was clogged with fibrin debris causing a short sample scenario. Probe was cleared of fibrin debris. Customer then verified all other analytes run with glucose in the metabolic panel on their other instrument. No other analytes were amended.